Manufacturer narrative:
Failure analysis for fiber 0010-2400-550a-1662: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion and signs of crystal deposits on surface, and indications of slight melting on output window; there is misalignment of the metal cap output window with the red stop sign; the metal cap is not loose within the outer flow tubing; the outer flow tubing open end exhibits signs of slight melting, and minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 271,074 joules of use and 28 minutes while using the surgical fiber during a prostate procedure, the tip of the fiber cap malfunctioned. The aiming beam was observed exiting the end of the fiber as well as from the side fire port; the green light did not seem to be exiting the end of the fiber. The tip was not cleaned during the procedure, however did detach while cleaning the tip after having issues. The fiber was replaced and the procedure completed using a second surgical fiber. Patient outcome: ok - there was no injury reported.